Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately 4 times in the past month, the wake button was noted to be unresponsive while attempting to deliver a quick bolus. There was no reported impact to the customer's blood glucose (bg) level. The customer stated that the issue was not occurring at the time of the call and declined a pump replacement. Troubleshooting was not performed as tandem technical support was not contacted at the time of the reported issue.